Event description:
Initial hcgl result of 5.13 mi/ml. Some sample repeated twice gave results of 29.24iu/ml and 30.04 miu/ml. The initial result was not reported. The field service representative was unable to determine cause.